Event description:
It was reported that 1 bd syringe 0.5ml 31ga 8mm ufii hub separated. The following information was provided by the initial reporter :   the consumer reported that when the needle shield was removed the needle hub separated. Date of event: unknown sample: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-17 h6: investigation summary customer returned a single syringe with 0.5ml graduation marks and no other forms of identification. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch #9287788. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 8mm ufii hub separated. The following information was provided by the initial reporter:   the consumer reported that when the needle shield was removed the needle hub separated. Date of event: unknown. Sample: yes.